Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The separation and stretched coils were confirmed. A cine of the procedure was received and reviewed by an abbott vascular clinical specialist. The reviewer noted the angiogram showed a guide wire positioned distally in the left anterior descending (lad) vessel. At some point the wire tip appears to become stretched and uncoiled; but no apparent cause is identified. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
Additional information received stated that there was no resistance noted during advancement or withdrawal of the guide wire from the patients anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure the balance middleweight (bmw) guide wire changed the shape in an unexpected way. There was no adverse patient effect and no clinically significant delay in the procedure. A photo of the guide wire was sent to show how the guide wire was damaged and it revealed that the tip was stretched and the core was broken. No additional information was provided.